Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-34 alarm was not identified during the performed testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f34 alarm (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.